Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2026. It was reported that the bands fell off during the procedure. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is insufficient information to determine whether the issue was attributable to physician technique during the procedure or to a potential device malfunction. Additionally, based on the available complaint information, including product record review results, the device was confirmed to meet all required manufacturing specifications and successfully passed all applicable controls and inspections. No abnormalities were identified during the assembly process; therefore, the definitive cause of the reported issue cannot be determined due to insufficient evidence. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2026. It was reported that the bands fell off during the procedure. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.